Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6)2016. Approximately 7 years after the initial procedure the patient had a right knee revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on 24 jul 2023 diagnosis: right knee instability, poly wear, synovitis and pain findings: global instability right knee with 3 deg hyperextension, 5 deg v/v laxity and 1cm ap drawer laxity. Synovitis with effusion. No gross evidence of infection. Patellar component well fixed. Femoral and tibial components well fixed. Poly wear. Osteoporosis. The patient was transferred to the recovery room in stable condition.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 (component code, type of investigation, investigation findings, investigation conclusions). The following sections were corrected: h6 (health effect - clinical code, medical device problem code). The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.